Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Fifty one days prior to receipt of this report, the patient discontinued dianeal therapies. On an unreported date, the patient was ¿referred to hemodialysis because treatment of the peritonitis was not success¿. No additional information is available as the reporter declined to provide any further information.